Event description:
It was reported that the patient presented for a follow up in clinic with an implantable cardioverter defibrillator (ICD) that exhibited failure to deliver high voltage output for a non-sustained ventricular tachycardia in the monitor zone; device labeled this as supraventricular tachycardia (svt). Additional information was requested, but not available. There were no patient consequences.

Event description:
New information received noted that the rhythm resolved on its own and no programming changes were made.